Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
On 7/14/23, neuropace received the following message via facebook (aka fb) messenger from the patient : "I'm having my 3rd revision surgery for my rns which was originally placed on (B)(6) 2022, then a revision done due to a screw erosion on (B)(6) 2022. I have to have another revision done to prevent a lead from eroding on (B)(6) 2023. Neuropace was unable to verify the reported on (B)(6) 2022 event. Repeated attempts were made to the treating physician requesting confirmation and details related to the reported on (B)(6) 2022 event. The rns system remains implanted at this time.